Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at service center and evaluated. The complaint was confirmed. The defects reported by the customer have been verified and remedied as per the service report. As per the service report,there is short circuit in the motor cable. Hence,cord damaged may be the root cause for reported issue. Short circuit in the motor cable - motor cable replaced. "Micro": preventive replacement of o-rings performed. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test completed. Safety test checklist enclosed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed .at this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls has an article defect.